Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer informed intuitive technical support engineer (tse) that the erbe integrated electrosurgical unit (iesu) displayed error c-34 when monopolar coag was activated. It was noted that the energy delivery halted, and the error returned every time the monopolar coag was activated. Prior to the call, the customer power cycled the erbe, replaced ground pad and energy cables with no improvement. The tse guided the customer to disconnect the external foot pedals from the rear panel of the erbe iesu and asked the surgeon to activate the monopolar coag. The issue persisted. Then the tse guided the customer through connecting an external generator to vision side cart (vsc) core personality module energy device (pmed). The procedure was completed with external generator with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the electrosurgical unit (esu). The system was tested and verified as ready for use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.